Manufacturer narrative:
The device was returned for analysis. The reported material deformation was able to be confirmed. The reported activation failure and reported mechanical jam were unable to be replicated in a testing environment as only the stent implant was returned and no other portion of the delivery system was returned. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous, 90% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam thumbwheel and the reported activation/deployment failure. Further manipulation of the compromised device during removal likely resulted in the reported/noted material deformation nested stent wires. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous, 90% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam thumbwheel and the reported activation/deployment failure. Further manipulation of the compromised device during removal likely resulted in the reported material deformation nested stent wires. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.

Event description:
It was reported this was a procedure to treat a mildly calcified, mildly tortuous, and 90% stenosed superficial femoral artery. An absolute pro 5/60/135 was inserted and advanced to the target lesion. When the stent was just out of the delivery sheath end and had not yet adhered to the wall, significant resistance was felt turning the thumbwheel, so the stent was immediately withdrawn. After releasing the stent outside the body, some stent wires were found to be nested. Another absolute pro was inserted and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.